Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Troubleshooting was not performed. Customer advised the infusion set leaked which may have resulted in high blood glucose levels. The call was disconnected and troubleshooting was not performed. The insulin pump will not be returned for analysis.